Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4).

Manufacturer narrative:
Additional information: the lens was exchanged on (B)(6) -2017 for a longer lens. The problem is resolved. (B)(4).

Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -3.5/+6/064 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2015. The patient began experiencing lens rotation not associated to a low vault and elevated iop. On (B)(6) 2015 and (B)(6) 2016 the lens was repositioned. The lens remains implanted and the surgeon plans to exchange for a larger lens. The surgeon states that the lens "rotates all the time."